Event description:
The facility reported an infusion pump with a "715 error code". The facility's rep stated there have been no reports of pt incidents on this pump since the last baxter service event. Info was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up info, the date this report occurred, specific pt info, but no additional info was available. Additional contact info was requested but no additional contact was identified.